Event description:
It was reported during a laparoscopic cholecustectomy; while using the 511sd trocar, the white "o" ring fell out into the patient's abdomen. The surgeon retrieved the ring with a grasper. There was no consquence to the patient.